Manufacturer narrative:
(B)(4). The complaint mr290 chamber was not returned to fisher & paykel healthcare for examination. Our analysis is accordingly based on a combination of the information supplied in the event description and previous analysis of similar complaints. Results: the hospital reported that the mr290 chamber allegedly leaked during use. No other information was supplied even though we made a further request. A lot check indicates no other complaints of this nature for this lot number. Conclusion: without the actual complaint device, we have not been able to assess the nature of the reported leak. However, every mr290 chamber is pressure tested to 200cmh2o following the production process which detects potential leaks due to cracks and other sources. Any chamber which fails the production leak test is rejected. It is possible that the complaint chamber sustained damage post-production, most likely from accidental impact during transportation or storage. Our user instructions which accompany the mr290 chamber specifies to the user to refrain from using any chamber if the seals are not intact when received, or if it has been dropped and to perform a pressure and leak test on the system prior to use. (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that an mr290v autofeed humidification chamber appeared to leak. No patient consequence was reported.